Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1avr1-delsys, expiration date: 28-mar-2022, serial#: (B)(4), UDI #: (B)(4), mfg date: 21-oct-2020, labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient died post leadless implantable pulse generator (ipg) implant procedure. It was reported that the patient's blood pressure dropped post procedure and the patient became unresponsive. No intervention or resuscitation was carried out at the family's request.